Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Char buildup was observed on the jaws. A visual inspection determined that the silicone insulation was peeled away from the hot jaw. Based on the returned condition of the device the reported complaint was confirmed for ¿insulation -peeled¿. From the visual inspection it was also determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was also confirmed for the analyzed failure mode, ¿plate separated from jaw-bent/detached heater wire¿. The confirmed failures have been investigated in our CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wires were sticking out of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Cv team lead contacted me and said the wires were sticking out of the jaws, opened another kit, same thing. Waiting to hear back from the harvester for additional info.